Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their no delivery alarm. The customer's blood glucose level at the time of incident was 315mg/dl. The customer states the alarm was resolved by infusion set change. The customer did not have items to return. The customer was advised that replacements would be sent out.